Event description:
The pt received two leads with the same lot number. It was reported the pt had lost stimulation. The physician ordered an x-ray and determined the leads had migrated. The physician replaced the entire scs system. It was reported the ipg was an elective replacement. It was reported the pt received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.